Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that after a laparoscopic cholecystectomy, bile leaked from the clipped bile duct a few days after the operation. The hospitalization of the patient was extended.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any issues noted with clip formation during the procedure? The doctor said the clip didn¿t formed properly after video review. How was the leak diagnosed? Yes. The leak was observed from the drainage tube. Was the device loaded off the structure prior to applying and firing? No information. How many clips were used? No information. What necessitated the reason for the patient being in the hospital a few days later? The patient was drainage and monitored. The patent recovered and was discharged from the hospital. Was there an issue during the procedure? No.